Manufacturer narrative:
The reported events of dislodgement, low lead impedance and no capture were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. Visual inspection of the lead found clavicle crush damaging the outer insulation and outer coil. Electrical testing performed found an internal shorting by an abrasion to the inner insulation due to clavicle crush damage. The cause of the reported events of low lead impedance and no capture was isolated to exposure of the inner coil and outer coil at the clavicle crush region.

Event description:
It was reported that prior to procedure, the patient's right atrial (ra) lead had low pacing impedance and no capture. The physician alleged the ra lead to be dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.